Manufacturer narrative:
Concomitant medical products: 4968-60, lead implant date: (B)(6) 2008, 694765 lead implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.